Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had unspecified cartridge issues. The original cartridge was reloaded to address the issue. Customer¿s blood glucose level ranged from 454-474 mg/dl. Multiple follow up attempts were made by tandem technical support to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.